Event description:
It was learned from implant patient registry, that a patient with a 23mm 11500a inspiris aortic valve. Underwent a redo aortic valve, after an implant duration of 1 year, 1 month, due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. The patient was in recovery post procedure.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure (with regard to design, reliability, or use error) with a moderate, major, or critical severity.